Event description:
According the reporter, the device showed flashing indicator light, because of problem with loading the reload to the adaptor and the stapler was not able to fire. The handle did not recognize the reload. Another product was used to resolve the issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the returned product noted that reload had a full complement of staples. The reload was received with the lock ring rotated out of position. The lock ring was rotated into the correct position and the reload was loaded into a pmv representative instrument for functional testing. The reload was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the lock ring is inadvertently moved out of position during handling of the reload. However, it could not be established when this occurred. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.